Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. An hd grid was prepared for post-mapping. Upon insertion of the hd grid past the faradrive sheath handle, aspiration of the side port was performed. Upon aspiration, a large amount of air was noted within the sheath and the side port. The hd grid was removed from the sheath and the sheath was removed from the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for laboratory analysis as it was disposed.